Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6)2024. On approximately 12/11/2024, the consumer developed a rash with redness, blisters, dry flaky skin and pain and itching sensations. The rash extended past the sensor patch footprint and was on the hands, legs, back and stomach. They indicated they had ¿rashes all over the body.¿ no other symptoms were specified. The rash was treated with over the counter topical cream (hydrocortisone cream, triamcinolone acetonide cream). To treat the skin reaction the consumer applied the cream starting on 12/13/2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.